Manufacturer narrative:
One tts¿ cuffed tracheostomy tube was returned for investigation. Visual inspection of the returned device, found that the connector opening was deformed. The connector of the returned device was further inspected and it was determined that it did not match the manufacturing specification for outer diameter and taper. Investigation was unable to determine the root cause of the connector deformation. (B)(4).

Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
It was reported that during replacement of patient's tracheostomy tube, the respiratory therapist was unable to connect the inline suction or passy muir valve to the tracheostomy connector. A second tracheostomy tube of the same type was used without issue. Reporter stated the event required an emergent tracheostomy tube change. No adverse health outcome resulted from this event.